Event description:
It was reported, the patient had a loss of adequate coverage. It was noted the coverage was not as good in the patient¿s right leg as it used to be. Stimulation was mostly in the patient¿s stomach. Device interrogation showed high impedances. X-ray showed the leads were in a good position at t8 and in a staggered configuration. Intervention included reprogramming and surgical replacement of the leads. The event was noted as resolved without sequelae and related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was also a change in sensation of stimulation. X-ray also showed that the leads were not considered to have migrated.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).